Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). Device investigation summary: upon receipt by mentor, the device contained clear gel. Foreign material wasn¿t observed within device and on the shell surface. The device appeared intact. No anomalies were observed. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices, and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). This report is being sent to indicate that the device is not subject to MDR reporting regulations, and that the event was reported in error. No additional reporting of this event will take place. It was reported that a (B)(6) caucasian female patient who underwent a breast reconstruction revision with mentor gel devices experienced postoperative right-sided asymmetry. As a result, the patient underwent revision procedure on (B)(6) 2017 with a mentor gel replacement. The patient requested that no further contact be initiated by mentor for more information. Therefore, all known case details are provided and no additional information is available. Medical device reporting, or MDR is governed by 21 cfr 803 (21 cfr 803) and is applicable to product marketed in the us. It does not include investigational devices unless they are also marketed in the us (e.g., marketed for one indication but being studied for another). Reporting of events related to investigational devices is regulated under 21 cfr 812 (specifically, 21 cfr 812.150). Since athena devices are not approved in the us, events that involve these devices would not need to be reported as mdrs.